Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient to experienced extra cardiac stimulation. The lead was capped and replaced on (B)(6) 2016. No further information is available.